Event description:
The customer reported getting diagnostic error " machine pressure sensor auto zero failed" after replacing the mainboard and speaker. Patient involvement is unknown, however there was no patient or user impact. The customer confirmed the reported failure after replacing the central processing unit (cpu) board. The customer identified receiving several "machine pressure sensor auto zero failed" error messages. The customer recalls previously reseating the data acquisition (daq) board. The remote service engineer advised replacement of the solenoids.

Manufacturer narrative:
The customer had the unit run for a little bit; then, the diagnostic code "machine pressure sensor auto zero failed" popped up. The customer stated they had already replaced the solenoid and/or the data acquisition (da) printed circuit board assembly (pcba) due to an error "data acquisition pcba adc reference failed." The remote service engineer (rse) provided the customer with the v60 service manual rev n. Instructed the customer to check the pin alignment from the solenoids to the (da) (pcba) and respond via email. The customer stated, now they are seeing patient disconnect alarms. The (rse) instructed the customer to perform the leak test but complete the entire performance verification testing (pvt). The field service engineer (fse) replaced the gas delivery system (gds) to resolve the issue. The unit was tested, and it was returned to service.